Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the ¿down arrow button¿ is responding intermittently. Reporter stated that there was no damage to the button, no trauma to the pump and no moisture ingress was noted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 10/11/2013 with the following findings: visual inspection of the pump showed some cosmetic defects and keypad was peeling at the contrast button. On investigation, the ¿down¿ button was responding intermittently, while the ¿up¿, ¿ok¿ and contrast buttons were responding properly. Upon removal of the keypad cover, contamination was found under the ¿down¿ and contrast button contacts.